Event description:
It was reported that the patient programmer displayed a low battery screen. It was reported that the patient had changed their stimulation all week, but in the morning, they woke up and had no stimulation. It was stated that the patient was just implanted and did not receive a recharger.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).